Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found the connection socket was damaged. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It is close to 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced and the cause could not be identified. The video connector socket was broken which may likely have contributed to the cause of the phenomenon. The field service technician (fst) confirmed the image failure. However, the repair at the olympus facility did not confirm the image failure but confirmed only a faulty video connector. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ ¿[6.9 termination of the operation]: when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down.¿ olympus will continue to monitor field performance for this device.